Event description:
Third revision surgery: glenosphere came off again. Revision took place in which the baseplate was removed. A new baseplate was implanted and a 36 mm glenosphere was secured to the baseplate. The +6 mm 40 mm poly was removed and a 9 mm space with a +0 36 poly was implanted. The shoulder seemed very stable during trial range of motion tests.

Manufacturer narrative:
(B) (4). Eval summary: it is not known if the glenosphere was initially well seated on the taper of the base plate. The glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during insertion. Insufficient bone clearance around the base plate, interference with retractors, etc, could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate reamer 2 is needed to remove bone around the base plate to avoid impingement with the glenosphere. The probable cause may be intra-operative difficulties during placement of the glenosphere. The condition of the baseplate's taper prior to seating of the newer glenosphere is unk. Potentially, the baseplate taper could have been damaged prior to this procedure. There is scratching and burnishing over a majority of the taper surface. No x-rays were provided. An exact cause cannot be determined with certainty. Components were returned assembled; therefore, dimensional inspection of the taper diameter and angle is not possible. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.